Event description:
The customer's blood glucose was tested using her breeze2 meter and her doctor's accu-chek meter. The accu-chek meter read in the 100's (mg/dl), while the breeze2 reading in the 300's (mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was to return the test strips for evaluation, but she called back and said that she had discarded them. Replacement test strips were sent to the customer.